Event description:
It was reported by service report that the scale numbers are inaccurate and the power cord is damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - load cell.